Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Event description:
It was reported that during a pump replacement for normal battery depletion the catheter was not able to be aspirated. It was not known why the aspiration was unsuccessful. It was reported that the patient had a dye study a year ago and everything then was ¿fine¿ and the patient stated they received normal therapy. This device system delivered bupivacaine and morphine. It was later reported that the doctor decided to not aspirate and do a back table prime to replace the pump.

Event description:
It was later reported that the patient was doing well.